Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's display was found to be cracked/broken. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The facility reported a colleague pump with failure code 808:02. It was not specified when reported condition occurred. It is unknown if there was any patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
A 510 (k) # is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter has a purple spot on the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.